Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that there were vertical lines on the display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the display, and completed the pm with all calibration, functional and safety checks to meet factory specifications. Nothing unusual was identified in the logs. Unit passed all calibration, functional, and safety test per factory specifications. The iabp was then released to the customer, and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that there were vertical lines on the display. There was no patient involvement, and no adverse event reported.